Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the customer stated they got this catheter because their catheters were on back order. The patient stated the catheters cut him and made him bleed. He had not used this before. No additional information at this time.

Manufacturer narrative:
Qn#(B)(4). There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was not able to be conducted for this complaint. From the description it was stated that the catheter had cut the patient and made him bleed therefore it was suspected that there could be a sharp edge on the catheter shaft or balloon that could had caused the bleeding. However, without returned sample and no photo provided as evidence the actual phenomenon which could lead to sharp edges on catheter as reported could not be determined. In addition, all foley catheters are subject to 100% inspection including visual inspection, balloon test, leak test and blockage. The defective catheters will be culled out during inspection. Without returned sample and no photograph provided as evidence the actual phenomenon which could lead to sharp edges on catheter as reported could not be determined. Therefore, complaint is not confirmed.

Event description:
Reported issue: the customer stated they got this catheter because their catheters were on back order. The patient stated the catheters cut him and made him bleed. He had not used this before. No additional information at this time.